Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name should be olympus), e2, and e3. G2 (user facility and other should be unmarked). H6 (impact code). H6 (type of investigation), 4111 - communication/interviews code not applicable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the image issue was confirmed by olympus, and it was found a defective cable unit, which leads to a color malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device image was purple due to faulty cable unit. There were no reports of patient involvement.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a blurry image. The event occurred during a therapeutic procedure. The procedure was completed using a similar device. There was no patient harm associated with the event. The device was evaluated, and it was found that the cable was defective. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was not confirmed. In addition to the cable being defective, the image was purple and flickered. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.